Event description:
Patient reported receiving a blood glucose result of 147mg/dl, while using the suspect device. Patient noted that no action was taken, based on this result. Patient indicated that, 2 hours later, they lost consciousness. Patient stated that a family member contacted emergency medical services, and upon their arrival, patient's blood glucose measured 37mg/dl. Using paramedics blood glucose monitor, and 73mg/dl; on patient's blood glucose monitor. Patient indicated that they were treated, by paramedics, with intravenous fluids (contents not provided). Patient's current condition; feeling weak. At the time of the event, patient's blood glucose monitor was incorrectly coded. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.